Event description:
It was reported there was an error when interrogating. Power was cycled and the error cleared. The programmer was restored to service. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.